Manufacturer narrative:
Date sent to the FDA: 9/4/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 8/30/2024 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013 (B)(4) submitted for adverse event which occurred on (B)(6) 2013 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted a large, incarcerated ventral hernia containing about 50% bowel. The mesh was located in the right lower area of the defect, it was still affixed to the fascia on the right side but had become dislodged on the left. Removal required a substantial amount of lysis of adhesions because the bowel was fairly adherent to the mesh. It was reported that the patient experienced scarring, chronic abdominal pain, nausea, vomiting, diarrhea, bowel complications, adhesions ad mesh migration. It was reported that the patient underwent open ventral hernia repair with mesh and exploratory laparotomy with lysis of adhesions on (B)(6) 2013 during which the surgeon noted recurrent ventral hernia with disruption of the repair due to mesh tearing. Patient reported serosal injury, small bowel obstruction and recurrence of ventral hernia. No additional information was provided.